Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the day after implant, the right ventricular (rv) lead exhibited diminished r-wave sensing, and an x-ray confirmed that the lead had dislodged. The lead was repositioned, and remains in use. During the repositioning procedure, the physician attempted to reconnect the rv lead to the implantable cardioverter defibrillator (ICD), the device set screw became detached from the header and stuck to the wrench. The physician replaced the set screw, and advanced it until a click was heard, after which the set screw was retracted to allow for the lead insertion. The lead pin would not fully advance into the header, and the physician then elected to not use the device, and a new device was successfully implanted. No patient complications have been reported as a result of this event.